Event description:
The customer's family member reported that the customer had low bgs. Assisted the contact with treating the low bgs. Later the customer was in the emergency room and needs to test the pump. Troubleshooting was performed. The lead screw test passed. The time on the pump was one hour off. The basal rates and the bolus history were correct. However, the daily totals were not adding up every day. The customer was hospitalized before due to low bgs. It was mentioned that the customer was unconscious, and then the family member called the paramedics. Advised the customer to disconnect from the pump and remain on back up plan until the replacement pump arrives.